Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was returned with a report complaint that does not affect functionality and is a part of the instruments design. The instrument reported a broken/missing input disk however this instrument, does not require an extra input disk in the reported area. The instrument is in its expected condition. The product is considered conforming in its current state. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage and no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook (pch) instrument had a missing gear. No fragment fell into the patient. The procedure was completed with no reported injury.